Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: eclipse. Device failure: scale marking issue.

Event description:
No additional information.

Event description:
Material#: 305787 batch#: 1301551 it was reported by the customer that scale markings are not printed in a straight setting. Sample kit requested for canadian team verbatim: rcc received a complaint via phone. Pir attached. Ref: (B)(4). Lot: 1301551 issue: scale markings are not printed in a straight setting. Sample kit requested for canadian team mckesson is distributor.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that syringe 3ml ll w/ndl eclipse 25x1 rb scale marking issue. It was reported by the customer that scale markings are not printed in a straight setting. Sample kit requested for canadian team. Verbatim: rcc received a complaint via phone. Pir attached. Ref: (B)(4). Lot: 1301551. Issue: scale markings are not printed in a straight setting. Sample kit requested for canadian team mckesson is distributor.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.